Event description:
During a morning check, it was discovered that the device had a flashing wrench icon and logged an event code that indicated a critical failure. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and pricing for repair. The customer declined physio's repair offer and elected to purchase a replacement defibrillator instead. Therefore, a conclusive cause of the reported issue could not be determined.